Manufacturer narrative:
Investigation on defective board revealed that c3 (capacitor 94-580-240) is burned-out and this is the cause of the reported condition.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the ups module and performed the battery test which passed. However, the error message still persisted, thus, he replaced the battery switch circuit and the failure could be solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system was giving an "ups defective" error message. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.